Event description:
It was reported that a patient's implantable cardioverter defibrillator delivered shocks and that the patient was not feeling well. The ICD was unable to be interrogated. Fluoroscopy was performed and revealed that the right ventricular (rv) lead is broken. No changes or interventions were reported. The patient condition was unstable.

Event description:
Additional information received notes that the right ventricular lead was explanted and replaced. The patient was stable following the procedure.